Event description:
It was reported that patient underwent total hip arthroplasty procedure on (B)(6) 2011. During the procedure, the impactor could not be removed from the cup after it was impacted. The surgeon then attempted to use a screwdriver to remove it and the tip of the screwdriver fractured off and fell into the patient. The surgeon removed the cup and retrieved the fractured piece of the screwdriver from the patient. Another cup was available to complete the procedure; however, a delay greater than thirty minutes occurred as a result.

Manufacturer narrative:
Review of receiving certificate of conformance showed that lot released with no recorded anomaly or deviation. The cup was still attached to the inserter when received for evaluation. Evaluation of the inserter found the gear teeth were fractured. When the rear gear was unlocked, the cup disengaged from the inserter threads. The front gear's spring appeared functional. The user facility was notified of the event on (B)(6) 2012. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2012-00080).